Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope cable had no image available. The issue occurred during set up. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; d9; g3; h2; h3; h4; h6 and h11 corrected fields: e1; e3 the device was not returned to olympus for inspection. The investigation was performed based on the information provided by the customer and the field service. The reported failure was confirmed. A root cause could not be identified. Based on the result so the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.